Manufacturer narrative:
Investigation completed on a smith medical cadd ms3 pump. A short reported summary could not verify the reported problem of not being able to change pump rate, so therefore for preventative measures new software was installed. The DHR revealed no device issues prior to release.

Event description:
Information received a smiths medical cadd ms3 gray slate pump per medwatch alarm blockage when loading cartridge. No patient adverse events reported.

Event description:
Customer response received in h10.

Manufacturer narrative:
Additional information received on cadd ms3 pump complaint of rate change on pump. A 56 year old female, with date of birth (B)(6) 1960 was involved. No patient injuries were reported . Event date updated 11/19/2019.